Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report the onetouch ultramini meter was giving inaccurate readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014, at 10:00 am the patient obtained the blood glucose readings of 113 mg/dl, 458 mg/dl, ¿hi mg/dl¿ (greater than 600 mg/dl), 258 mg/dl, 400 mg/dl and 257 mg/dl on the reported meter within 20 minutes. The patient took the action of taking his usual dose of 18.0 units lantus insulin. Afterwards, the patient experienced the symptoms of ¿tunnel vision¿, shaking, sweating and feeling tired. The patient administered self-treatment by consuming food and/or a drink to alleviate his symptoms. The patient manages his diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.